Event description:
It was reported by the atty that the plaintiff underwent an unspecified surgery in which vicryl sutures were used. The atty alleges that the plaintiff suffered serious injuries due to contaminated sutures used during the surgery.